Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13183, 2017865-2019-13184. It was reported that the patient presented in the hospital with endocarditis. The physician explanted the implantable cardioverter defibrillator system, particularly the device, right atrial lead, and right ventricular lead. The patient was recovering post-procedure.

Manufacturer narrative:
As received, a lead was returned. Visual examination found no anomalies. Additional findings: failure event observed during analysis. Final analysis found a lead returned in one piece measuring 52.4 cm. In which visual examination found an external insulation abrasion due to friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression at 11.9 ¿ 12.2 cm. From the connector pin. No conductor fractures or internal shorts were noted.